Event description:
It was reported that the end cap could not be implanted because the threads were not working.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. The end cap was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Appearance of flattened / stripped off thread flanks and material displacement as well as clear traces of cross-threading indicate that the end cap has been inserted under misalignment by considerable force. Most likely the thread of the nail is also damaged (same material as the end cap: but this could not be proofed as the nail was still implanted and therefore not available. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No non-conformity was identified.

Event description:
It was reported that the end cap could not be implanted because the threads were not working.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.